Event description:
A high drain error 101 alarm was identified in the log of a returned homechoice device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient's fill volume. The alarm occurred on (B)(6) 2013 at 10:21:37 during night drain #1. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The high drain error 101 was confirmed through an event history log review. The cause of this condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.